Event description:
Patient #1: during patient use, the customer reported the autopulse platform (sn unknown) displayed "reposition patient" message. Patient's status information was requested but the customer did not provide a response. Upon further investigation, the customer determined the issue was due to a faulty lifeband (lot unknown) which was not retracting properly. The customer installed a new lifeband and tried it out on a CPR mannequin and platform and new lifeband performed as intended. Please see the following related MFR reports: MFR #3010617000-2023-00926 for the autopulse platform (patient #1), MFR #3010617000-2023-00892 for the lifeband (patient #2), MFR #3010617000-2023-00921 for the autopulse platform (patient #2).

Manufacturer narrative:
Zoll has not received the autopulse lifeband in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Additional information was provided, b3 (date of event), b5 (describe event or problem), and h6 (adverse event problem) were updated.

Event description:
Patient #1 during patient use, the customer reported the autopulse platform (sn unknown) displayed "reposition patient" message. The crew switched to manual CPR. Manual CPR was performed for 15 minutes. No impact or consequence to the patient. Upon further investigation, the customer determined the issue was due to a faulty lifeband (lot unknown) which was not retracting properly. The customer installed a new lifeband and tried it out on a CPR mannequin and platform and new lifeband performed as intended.